Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2015 the patient's right hip was implanted with a tritanium acetabular cup. It is further alleged that he began experiencing discomfort and diagnostic workup revealed device loosening. He was taken back for revision surgery on (B)(6) 2017 and it is alleged that during the surgery, fibrous fixation was noted with very little bone ingrowth.